Event description:
It was reported that at implant the screw (helix) failed and the lead could not be implanted. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood/body fluid observed in distal conductor, in outer tubing overlay, in/on helix mechanism; outer tubing overlay breached cut; lead damaged at implant; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood/body fluid observed in distal conductor, in outer tubing overlay, in/on helix mechanism; outer tubing overlay breached cut; lead damaged at implant; full lead analyzed.